Event description:
Additional information was received from the hcp. It was reported that the patient did not like the feeling of the stimulation and felt it interfered with their work as a police officer. The patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the ins was explanted and was being returned to the manufacturer because it was not beneficial for the patient¿s chronic back pain. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.